Event description:
It was reported that the pt had a confirmed motor stall in the event logs with no motor stall recovery. It was stated that the pump stalled the day before and had not restarted; it had been over 24 hours. The motor stall was caused by the pt having MRI or other medical procedure. The pump had not been read after the MRI and it is unk whether is has been alarming or not. The pump was read a second time "5-10 mins after the first time and it still showed the stall." The pump was read on (B) (6) 2010 and the pt's pump did restart on (B) (6) 2010. The pt "had a multitude of things going on". The pt was unconscious and was on a ventilator. On (B) (6) 2010, the pt was able to follow commands and "was no longer rigid". The pt had experienced a subdural hemorrhage and a bleed in the brain stem. The pt had been admitted to the hospital; the hcp did not believe that the hospitalization, brain stem bleed and subdural hemorrhage were pump related. The medication being delivered via the device system was baclofen. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).